Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had critical pump error, failed battery and pump error. The customer¿s blood glucose level was 9 mmol/l. The customer stated that they had changed battery and failed battery. The customer reported that they received a critical pump error image on the pump screen. It was reported that they had received a broken force sensor was detected during seating or regular delivery before critical pump error. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies. Unable to verify failed battery test or critical pump error due to blank display. Insulin pump received with corroded motor home switch.